Manufacturer narrative:
The reported events of erosion and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling: warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported xen®45 gts gel stent extruded through the unknown eye caused damages to the patient's conjunctiva and resulted in an endophthalmitis.